Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device turned off without alarms. No patient impact or consequences were reported.

Manufacturer narrative:
Other text: the returned device was evaluated. Visual inspection found recessed pins on the tb20 connector. The device did turn on using battery and ac power, however, after the splash screen appears, the screen goes dark and the home button flashes red for 1 long flash followed by 3 short flashes periodically. There was also an audible beep pattern that matches the home button flashing. Internal inspection found the ib/conb flex cable was loose. The flex cable was connected and the device turned on using battery and ac power but with a known good sensor and cable, it will give a replace sensor message. Replaced the tb20 connector with a known good connector and the device was able to function and alarm as per design. Placed the tb20 connector back into the device and the same behavior was exhibited. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device turned off without alarms. No patient impact or consequences were reported.